Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6)2024, it was reported that the patient got infection where he placed the site area and had to go to urgent care to get ointment for the area at hip area. The patient also had irrated /sore and reporting a skin issue associated with product insertion. The patient was hospitalization and reason for hospitalization was unknown. No further information available